Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after stitching through the meniscus with t1 of the ultra fast-fix, when going out of the meniscus, t2 goes out of the needle, so it is not possible to stitch t2 through the meniscus because both ts were deployed. A backup device was available to complete the procedure with no other complications. It is unknown if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.